Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was not released successfully and remained in the device. There was no reported patient injury. The user used a blocking hemostasis procedure that was normal procedure. An unknown sheath was used. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty unable" could not be confirmed. Procedural and or handling factors may have contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released successfully and remained in the device. There was no reported patient injury. The user used a blocking hemostasis procedure that was normal procedure. An unknown sheath was used. The device was not returned for evaluation as initially was reported.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released successfully and remained in the device. There was no reported patient injury. The user used a blocking hemostasis procedure that was normal procedure. An unknown sheath was used. The device was later returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was not released successfully and remained in the device. There was no reported patient injury. The user used a blocking hemostasis procedure that was normal procedure. An unknown sheath was used. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever was not depressed, and the plug was present on the delivery shaft, the indicator wire is deployed, and back bleed port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were noted on it. No other anomalies were observed during the analysis. The functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down, there is no friction, and it was completely depressing. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. Dimensional analysis was not conducted, as the functional analysis was successfully completed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event by the customer as ¿vascular closure device (vcd)-deployment difficulty¿ unable¿ was not confirmed since per the functional analysis the plug was deployed properly, in addition, the three stages were achieved in the indicator window as expected, the deployment button performed correctly. The internal components were reviewed, and no anomalies were noted. Procedural and/or handling factors might have contributed to the reported condition since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis suggests that the reported failure could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released successfully and remained in the device. There was no reported patient injury. The user used a blocking hemostasis procedure that was normal procedure. An unknown sheath was used. The device will be returned for evaluation.